Manufacturer narrative:
The failure investigation has been completed and the alleged battery depletion issue was verified in the pump logs, however, no failure was identified. Additionally the alleged fill estimate issue could not be verified.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the insulin gauge was inaccurate across multiple cartridges. Additionally, the battery was depleting quickly. Customer¿s blood glucose level was between 326-400mg/dl. Reportedly the customer continued to use the pump for insulin therapy.